Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's mother reported via phone call indicating that son was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was unknown. The customer was admitted to the hospital. Customer cause of hospitalization was high blood glucose. Customer's mentioned that this is the second time in the past couple of months. Customer's mother was asked to talk to the helpline but declined and said that she was going to just talk to doctor at appointment tomorrow.